Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the ht70 ventilator display blinks and the unit shuts off and recycles. There was no patient involvement at the time of the reported condition.

Manufacturer narrative:
Product analysis #701815137: failure investigation performed by (B)(4): one newport ht70 ventilator was received in (B)(4). The reported symptom was verified. After powering on the unit, the unit power cycled after the six-image screen, entering into an iterative power loop. The customer resistive touchscreen component of the lcd assembly (p/n: dsp3205a, s/n: (B)(4)) was disconnected from the display board. A known-good fi test touchscreen was connected to the display board. After this replacement, the unit exited the power loop and successfully completed post. The root cause of the reported symptom was a defect in the resistive touchscreen component of the lcd assembly. Since this is a MDR investigation, the lcd assembly will be retained for further analysis if deemed necessary.

Event description:
The customer reported that the ht70 ventilator display blinks and the unit shuts off and recycles. There was no patient involvement at the time of the reported condition.